Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx ii system was used during an obtryx placement procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2015, the patient experienced urinary tract infection. Additional information received on february 26, 2016. On (B)(6) 2016, the subject experienced a urinary tract infection of mild severity. On (B)(6) 2016, the subject was treated with bactrim and the event resolved on (B)(6) 2016.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was used during an obtryx placement procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2015, the patient experienced urinary tract infection. Additional information received on february 26, 2016. On (B)(6) 2016, the subject experienced a urinary tract infection of mild severity. On (B)(6) 2016, the subject was treated with bactrim and the event resolved on (B)(6) 2016. Additional information received on february 10, 2017. The patient was given cipro for the urinary tract infection experienced on (B)(6) 2015 and not on (B)(6) , 2015. Additional information received on february 27, 2017. The (B)(6) 2016 urinary tract infection of mild severity actually resolved on (B)(6) 2016.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was used during an obtryx placement procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2015, the patient experienced urinary tract infection.